Event description:
It was reported the patient was diagnosed with an infection at lead incision site. The patient was given three rounds of antibiotics to address the infection. The patient's scs system was later explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.